Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. It was noted that the set screw was in the con nector bore and there was a rounded socket. The analyst commented that the ratchet wrench was retuned with the device. The wrench was examined and found no anomalies.

Event description:
It was reported that during implant, when the ventricular lead was put into the device connector that the set screw had a motion problem and got stuck. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.